Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection at the distributor on 06 december 2018, foreign material was observed inside the packaging of the subject lead. Preliminary analysis showed that the device was manufactured according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2018, foreign material was observed inside the packaging of the subject lead. Preliminary analysis showed that the device was manufactured according to all applicable procedures.